Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were microscopically examined, and both had wear at a fold in the proximal end and middle of the cylinder. Both cylinders passed the leakage testing. The pump was microscopically examined and the krt was worn to the filament. The pump passed functional and leakage testing. The flat reservoir had wear at a fold in the shell. The reservoir passed the leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.